Manufacturer narrative:
(B)(4). The product code became known upon receipt of the device. (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The evaluation of the returned device is complete. A visual inspection was performed with no issues noted. Underwater leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a homechoice machine for a simulated therapy test with no issues noted. A malfunctioning cassette was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in power cycling the device and advised the patient to start therapy over with new supplies. The patient stated that they did not want to start over with new supplies and did not have manual supplies. The technical service representative advised the patient to notify their registered nurse of the missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.